Manufacturer narrative:
(B)(4). Concomitant medical products: tri-spike shell w/apex hl 54mm, # item 101005, lot: 644750; e-poly 40mm +3 hiwall lnr sz24, # item ep-108524, lot: 376410; selex/magnum mod hd 40mm +3, # item s331140, lot: 902420. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09837, 0001825034-2019-09839.

Event description:
It was reported that patient underwent a revision procedure approximately five years post initial hip surgery due to pain, feeling dizzy, and dislocation. The patient alleges metallosis, severe nerve damage to the muscles and tissues. No further event information available at the time of this report.